Event description:
It was reported that the customer had an alarm during a manual prime. Troubleshooting was done and the customer had to change out entire set. The customer was advised to return the reservoir. No further details.